Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to insertion section, stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.), and chemical stress from reprocessing not recommended by instructions for use (IFU) likely caused the coating to peel. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending angle in the up direction does not meet the specification due to wear of the angle wire, the bending section cover is cut, the connecting tube is cut and not waterproof, connecting tube is wrinkled, scope connector is corroded, the electrical connector is corroded, and the insulation resistance of the leading end does not meet the standard due to scratches on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the bronchovideoscope connecting tube has coating peeling (more than 1 mm2). There were no reports of patient involvement.